Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was inaccurate and a power source alert occurred while charging the battery. Reportedly, customer changed the wall adapter to resolve the issues. Customer's blood glucose was not impacted.